Event description:
During sheathed insertion, the guidewire kinked. The assembly was exchanged. There were no reported pt complications.

Event description:
During sheathed insertion, the guidewire kinked. The assembly was exchanged. There were no reported pt complications.